Event description:
The caller reported an issue where the insulin pump's gauge displayed a different amount than expected, indicating the pump was empty despite an expected 70 units and this occurred twice in the past week. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge.